Event description:
It was reported that a smiths medical pump is alarming "cassette not attached properly". No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue able to be duplicated. The downstream occlusion (dso) failed calibration, was stuck at 1mv. The dso will be replaced during repair. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.